Event description:
The tp reportedly was seen by the surgeon for device migration. A slight infection was observed on the skin at the implant site. The pt reportedly was treated with antibiotics (name not given). The surgeon decided to explant the pt's device.